Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui and endurant limb stent graft were implanted in the endovascular treatment of a 46mm aaa and 35mm right common iliac abdominal aortic aneurysm. It was reported that the patient presented emergently on the just over a month later, complaining of numbness in the lower extremities bilaterally. The physician confirmed the absence of a femoral pulse and identified an occlusion. Intervention was performed on the same date and the patient underwent a thrombectomy and the proximal end of the stent graft was relined with an aui etuf2514c102e stent graft. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.